Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) rechecked the electronic patient gas system (epgs) function with both the customer oxygen (o2) sensor and the newly installed o2 sensor from the field service representative (fsr). Sample release testing with both sensors was successful. Flow rate could be adjusted accurately and the gas blender could be set without any issues.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the, "service gas system" message. However, during verification testing of the epgs fraction of inspired oxygen (fio2) the ccm was reading out of range by30%. The fsr noticed that the epgs was much louder when it was adjusting flow. When the epgs flow was set to 5.0 liters per min (l/min), it took eight attempts for the external flowmeter to adjust to 5.0 l/min. The oxygen (o2) sensor was replaced and the failures were still present. The facility will use their own external gas blender until the epgs can be repaired and returned. The unit operated to the manufacturer¿s specifications. The product surveillance technician (pst) observed that the oxygen (o2) connector was not securely connected to the o2 sensor cartridge and he secured it. This could cause the o2 sensor and blender to disagree. He connected the epgs to a lab-use only hlm simulator and ccm, attached the o2 and air lines. He entered the perfusion screen and waited the 15 minute o2 sensor cartridge warm-up period. Verification/release testing was initiated and passed. Review of the epgs logs revealed that the o2 sensor and blender disagreed three times, with the most recent being on (B)(6) 2020 when the o2 sensor cartridge was replaced and the o2 percent hours were reset to 0.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a "service gas system" message when the gas flow was being increased. The gas flow then became uncontrollable from the local and central control monitor (ccm) controls. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
On 13nov2020, it was found that the oxygen (o2) sensor part number: 801074, serial number: (B)(6) returned on 09oct2020 was related to this complaint. Per pst, the pressure balancing module might be getting stuck (diaphragm) not allowing the proportioning module to mix gasses correctly, thus the o2 sensor and blender disagree. Per the data log review, on 29sep2020, the gas system is successfully calibrated at 07:02:23. At 14:10:32 the central control monitor (ccm) is used to set flow to 9.09 liters per min (l/min). At 14:10:59 the local control knob is used to set flow to 3.42 l/min. At 14:11:02 the gas system reports flow motor/mechanical fault which will cause the 'service gas system' message as reported. It is likely the error was caused by the gas system not being able to achieve the ccm setting of 9.09 l/min. When the user moved the flow knob, it may have been too late to avoid getting the flow fault. Gas inputs are disconnected and reconnected later. The gas system is successfully calibrated again. It is likely that something prevented the flow from reaching 9.09 l/min, like a mechanical bind.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the facility's perfusionist regarding an incident the team had with their electronic patient gas system (epgs) on their heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. The team set up the hlm and calibrated the epgs without an issue per the instruction for use (IFU). During the procedure the team received a 'service gas system' message and the flow on the epgs kept going down automatically after the set point was changed. The perfusionist tried to use the local controls and the system would not allow the adjustment to occur. Per the clinician, the flow set point was going up and down erratically. The team opted to quickly mount and transfer the gas inlet to a stand alone sechrist blender. The patient's partial pressure of carbon dioxide (pco2) values were stable during the period in question. There was no harm or blood loss due to the failure of the epgs. There was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the issue. The oxygen (o2) sensor calibration was completed successfully. All o2 sensor connections were verified to be securely plugged in and connected. The o2 sensor upgrade was preformed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.